Event description:
The device was returned to the manufacturer after elective battery replacement was indicated. The device was analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned, analyzed and analysis of the device revealed high battery impedance. It was noted that the elective replacement indicator (eri) is the result of high internal battery resistance. Analysis of the device memory found the eri was the result of a delta v reading greater than .211 v. Delta eri occurred (B)(6) 2011 which is before explant. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.